Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received stuck button alarm. The customer's blood glucose was 238 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked j1 on the keypad connector, or stuck button alarm noted during testing. The device passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, leak test, and the displacement test. The insulin pump had a scratched case and pillowing keypad overlay.